Manufacturer narrative:
Batch review performed on 03 january 2019: lot 176193: (B)(4) items manufactured and released on 04 january 2018. Expiration date: 2022-11-22. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 4/10 mm reference (B)(4) (k121416) lot 176153: (B)(4) items manufactured and released on 08 january 2018. Expiration date: 2022-12-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 4 reference (B)(4) (k090988) lot 176242: (B)(4) items manufactured and released on 20 december 2017. Expiration date: 2022-12-10. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
Revision surgery performed 9 months after primary due to infection. Pathogen is streptococcus oralis.